Event description:
It was reported that intermittent occlusion alarms occurred. The customer used the cartridge and insulin beyond labeling. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 111-352 mg/dl.

Manufacturer narrative:
Device not returned.